Event description:
(B)(6) 2008 - original surgery. (B)(6) 2010 - revision - cement binding sensor. (B)(6) 2011 - sp explant due to wound dehiscence to allow for healing. (B)(6) 2011 - new sp implanted. (B)(6) 2011 - replaced sp after inadequate lead insertion. (B)(6) 2012 - fitting indicating device is working acceptably. (B)(6) 2014 - explant following recurrence of wound dehiscence surgery preformed in (B)(6). (B)(6) 2014 - device returned to envoy medical. (B)(6) 2014 - post market surveillance brought this ous case to attention as reportable.